Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the monopolar curved scissors tip cover accessory was cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and the mcs tip cover accessory has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint "sheath is cracking." Failure analysis found the primary failure of tip cover accessory gouge to be related to the customer reported complaint. The tip cover accessory was found to have gouges and scratches. The gouges are located around the middle area of the tip cover accessory and measured approximately 0.130" x 0.179" in size. No material appears to be missing. The root cause of this failure is attributed to mishandling/misuse. Fa found no issues with the mcs instrument. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is being reported based on the following conclusion: the mcs tip cover accessory had tears on the gray silicone area. In the event the tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.